Event description:
Reporter indicated a vns programming wand was having difficulty communicating with pts' generators. Troubleshooting did not resolve the issue. The wand was returned to the MFR and the reported event was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.